Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit unable to complete a self test due to multiple lines across screen. In this condition, multiple traces on the lcd glass between the lcd controller and the lcd image had been broken, preventing certain horizontal or vertical lines of information from displaying. Unit also received with cracked glass, bleeding lcd, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay. In conclusion customer allegations were confirm during visual inspection when cracked lcd screen were noted due to broken traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The location of the damage was at the screen of the pump. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1884 was returned for analysis.